Event description:
It was reported that "when connecting the normal saline syringe to the needleless connector I noticed it leaking" because "the plastic tip remained in the needleless connector and compressed it so the IV was just bleeding back."

Manufacturer narrative:
It was reported that "when connecting the normal saline syringe to the needleless connector I noticed it leaking" because "the plastic tip remained in the needleless connector and compressed it so the IV was just bleeding back." The customer reported the needless connector required replacement, and there was "no harm to patient". Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to h6: investigation findings.